Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was unable to recover storage and could not access the medication. A field service engineer (fse) diagnosed that the full height module board had failed. After replacing the board, the customer confirmed that the drawer functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to recover 2east main drawer 6 while in maintenance mode, resulting in inability to access medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.